Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was reported to have been fractured which was confirmed through fluoroscopy. This lv lead was explanted. No additional adverse patient effects were reported.